Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the cable into a test monitor and tested it with a single-use blade. They confirmed video failure. Green static appeared on the screen and it showed the blade as not connected. Customer's cable has already been replaced.

Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs avl/gvm monitor, catalog: 0570-0338, sn: (B)(4). Additional part used: gs titanium su, qty 10, lopro s3 , catalog: 0270-0769, sn: (B)(4).

Event description:
The customer reported that the gs avl/gvm monitor, smart cable, and single use titanium blade did not perform as intended during a patient procedure. Customer reports that when plugging in the single use blade, the video intermittently cuts out. However if he uses another blade then the video works just fine. A delay of 2 minutes occurred when using a backup titanium single use system. No patient or user harm was reported.